Event description:
It was reported that during a device replacement procedure, this chronic electrode exhibited high shock impedance measurements between 95 and 157 ohms. Additionally, defibrillation threshold (dft) testing was unsuccessful in converting the induced rhythm. High defibrillation thresholds were noted. The root cause of the non-conversion was felt to be related to the high shock impedance measurements. Visual inspection of the electrode during the procedure noted insulation abrasion near the distal pin. The electrode was repaired with a repair kit. The device replacement procedure was completed, and the patient was scheduled to come back to the hospital on a future date for repeat dft testing and possible electrode replacement. No follow up dft testing has been scheduled at this time and no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, this chronic electrode exhibited high shock impedance measurements between 95 and 157 ohms. Additionally, defibrillation threshold (dft) testing was unsuccessful in converting the induced rhythm. High defibrillation thresholds were noted. The root cause of the non-conversion was felt to be related to the high shock impedance measurements. Visual inspection of the electrode during the procedure noted insulation abrasion near the distal pin. The electrode was repaired with a repair kit. The device replacement procedure was completed, and the patient was scheduled to come back to the hospital on a future date for repeat dft testing and possible electrode replacement. No follow up dft testing has been scheduled at this time and no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field h6: device codes to include a code that was mistakenly not included in the previous report.